Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up/down arrow and ok keypad buttons were reportedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the keypad was found to be intact. The down arrow keypad button was found to be intermittently responsive. The contrast, up and ok keypad buttons were found to be responsive. The keypad cover was removed and contamination was found under the contrast, up and down key contacts. Unrelated to the complaint, the display screen was found to be dim and discolored. Also, unrelated to the complaint, the battery compartment was found to be cracked. (B)(4).